Event description:
A us distributor returned a charger/modem indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not power on) was confirmed. As received, the charger/modem was unable to power on. Upon evaluation, the power supply connector was damaged. The cause of the inability to power on is the damaged power supply connector. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the damaged power supply connector.